Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 and exceeded blood glucose level of 500 mg/dl with specific value unknown and got treated with correction injection via multiple daily injection (mdi). The blockage was at the site. The patient changed supplies as necessary and resumed insulin therapy. No further information available.